Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had been on a trip overseas to australia. When they returned home, their bladder symptoms returned for several days. The patient attempted to use the my therapy app and an error message appeared that they need to call their clinician. They called the physician office and made an appointment for (B)(6) 2023. The rep met with the patient at this appointment. When the rep logged into the patient's my therapy app the same call clinician message was received. The rep went into the micro clinician app and received a message that all patient data had been lost. There was not patient data loaded in the controller. The rep entered all the patient's information and also had to make all programs available for them to see. Afterwards, the rep gave the patient the controller back and they were able to log into the my therapy app. They then turned the micro device back on the program of their choice and turned the stimulation back up. Other than this overseas trip there did not seem to be any other reason for the patient data loss.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that patient reported they first noticed last night that they were getting up every two hours to go to the bathroom. Patient said early this morning (4-5am) they connected with their ins to adjust therapy and got the message: "data has been lost. Please contact your clinician." Patient said that was the first time they saw this message. Patient said they tried several times and still got this message. The circumstances that led to the reported issue were unknown. Helped patient connect external devices to ins, but patient still received data lost message. Reviewed data lost message and patient was able to dismiss message by pressing end session. Redirected to hcp for reprogramming session/to address message.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.